Event description:
It was reported that this product was explanted and replaced because it was suspected that there was an infection. A culture was done, and no infection was found. No additional adverse events were reported.